Event description:
A customer reported blood glucose results of 159, 153 and 223 with a lifescan meter, performed within 10mins of each other. Based on statistical methodlogoy, exceeds the expected value of <20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.